Event description:
It was reported that during a shoulder cuff repair, two (2) healicoil knotless implants fractured and it was evident that the peek eyelet was pulling out. There was fragmentation inside the patient; however, the pieces were retrieved using a grasper and a shaver. The procedure was completed with non-significant surgical delay using a back-up device in an additional drilled bone hole, and a void was left in the patient. The patient's health condition was stable, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11 h3, h6: the reported device was received for evaluation. A visual evaluation showed that two devices were each returned in original packaging with the batch number on the labels. Device one showed the lower threads of the distal anchor, distal plug, and proximal anchor were not returned. The eyelet of the distal anchor was returned fragmented from the lower threads. The insertion device has no visible defects. Device two showed the proximal anchor was not returned. The distal anchor was returned with the distal plug deployed into it. Neither showed any defect other than bio debris. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the material specifications found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an inadvertent impact event that could have occurred during device transportation, rough shipping and handling, or at customer site. Based on this investigation, the need for corrective action is not indicated.